Event description:
It was reported a power on reset (por) condition occurred. It was noted message appeared when device changed settings while doing telemetry. Clinician was able to reprogram to original settings and device was working fine. At the time of this report, no further information was reported. Additional information was requested and will be provided when it becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor ruptured during filling. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.